Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:04 was confirmed. Inspection of the device revealed the air in line printed circuit board was out of calibration.

Event description:
During service, failure code 810:04 was found in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.